Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported they were hospitalized for low blood glucose. He stated the insulin pump was functioning fine, but his blood glucose continued to drop. The customer stated he was hospitalized 3 weeks prior. His blood glucose at the time of admission was 27 mg/dl. The customer stated he was having low blood glucose because he was not eating enough. No additional information provided.